Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. A series of photographs of a non bd tray and 3 ml, 5 ml, and 10 ml ll syringes were reviewed. One image showed a loose syringe with slightly thin scale markings on less than half of the grad line, which is considered acceptable. Several other images showed dark spots near the barrel flange and a possible dent with unidentified material at the bottom of the barrel; however, due to limited image quality, the nature and severity of these observations cannot be confirmed. A physical sample is required to determine whether the spots or defects are surface level or embedded and to assess compliance with product specifications. This evaluation focuses only on syringe scale marking and foreign matter concerns; any material found in the non bd tray cannot be linked to the manufacturing site. While the scale marking variation is acceptable, the foreign matter observations cannot be dispositioned based solely on photographs. The lot number is unknown; therefore, a device history record (DHR) review or quality notification (qn) review could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended, with information included in monthly trend reports. Our business team regularly reviews collected data to identify any emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. E.1. Address was not located, and il was used. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 3ml ll bns contained foreign matter. Verbatim: rcc received a complaint via email. Complaint #: (B)(4). Defect description: particulate in kit. Kit #: pain1196a. Part #: 153239, 26001, 153245. Product description: syringe 10ml ll bns. Syr 3ml l/l. Syringe 5ml ll bns. Vendor part #: 304657, 301073 & 304656. Lot #: 5007061, unknown & 4205643.